Event description:
The data obtained from the blood glucose test are extremely low compared to other test, like the measurement of a drop of blood with the accu check device. The measurements are up to 50% lower, which can lead to errors in the assessment of the problem and its treatment. This is related to a smart watch that I bought through the digital store ali express, the advertisement is attached here. This device offers other analyses, such as blood biochemistry, which are also quite low compared to other tests done in a laboratory. Other measurements, such as heart rate and blood pressure, seem correct. I suggest an expedited complaint against the ali express store, which surely you know who the manufacturers of the device are. "Life style". However, these laboratory tests are not recent, but comparing them over past time, these are the usual (common) results.